Event description:
During cystoscopic tur(transurethral electroresection) case with microvasive 24fr [french]. Storz cutting loop was used. At end of procedure as dr. Removed the scope the electrode separated into 3 pieces - an inner cannula, outer cannula, and tube of insulation.